Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4 pounds due to faulty force sensor system. The pump was received with missing end cap sticker, scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen. No beeps were heard. The customer stated that the pump had no water contact. The drive support cap is not damaged. The customer was advised to return pump for analysis.